Event description:
The customer reported to vyaire medical problem with bellavista 1000 getting technical failure 388 - no o2 dosing possible during patient use. Furthermore, there was no patient harm associated with the reported event. Another bellavista 1000 was put instead.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, received logs and found technical failure 388 (no o2 dosing possible) and technical failure 271 (o2 supply fail - no o2 dosing possible error). Also found cfb (ventilation controller) error. Advised customer that ventilator is going to need a new mainboard and inspiration block. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. However, log file analysis tool was utilized. Investigation on affected part on similar cases came to conclusion that the regulated pressure remains above the alarming threshold for flow rates of up to 3 lpm at supply pressures lower than 4 bar. The acceptance threshold as per the new alarm criterion introduced with software v6.0.1800.0 is 1 lpm. The root cause of failure is a defective o2 pressure regulator.